Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 12.3 mmol/l. The customer stated that she went into a hot tub and the sensor failed. The sensor refused to connect to the pump and it searched for sensor signal. The customer stated that the sensor did not blink when connected to the sensor. The customer stated that there was no electrode. The customer will be sent a replacement sensor.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.